Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that on (B)(6) 2013 the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It is reported that the patient experienced pain, infection, urinary problems, erosion of internal bodily tissues, and has undergone multiple surgeries and revisionary procedures and a mesh removal on (B)(6) 2013. No additional information is provided at this time.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.